Event description:
Pt was revised to address disassociation.

Manufacturer narrative:
Eval was not possible, as the prod was not returned. The investigation was limited to the info provided, as the lot # required to review the device history records and complaint history was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.